Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to remove. The nurse used lubrication and a twisting motion in order to remove the catheter. Upon removal of the catheter, the balloon was deflated but allegedly appeared significantly ridged. The patient allegedly experienced pain.